Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is stuck in a boot loop after it spontaneously restarted. The customer moved the patients to other cnss to continue monitoring. There was no patient injury reported. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation, the reported issue could not be duplicated; however, an hdd2 error was observed during startup. The evaluation identified degraded hard drives with hdd2 maulfunction. Both drives were replaced and reimaged. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) is stuck in a boot loop after it spontaneously restarted. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) is stuck in a boot loop after it spontaneously restarted. The customer moved the patients to other cnss to continue monitoring. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: on (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied and stated that the requested information could not be provided.

Event description:
The customer reported that this central nurse's station (cns) is stuck in a boot loop after it spontaneously restarted. There was no patient injury reported.